Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 1 and alarm altitude issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged issue insulin gauge/fill estimate and minimum fill notification could not be verified.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle freedom meter is 5 years. As the manufacturing date of this product is 2014, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. It was also reported that the insulin gauge was inaccurate and minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 400 mg/dl range.